Manufacturer narrative:
The field service engineer (fse) noted the customer hit the standby button on the device and it then went into standby mode. After a minute or so, the vent started with the alarm and the screen turned black which said the vent was inoperative. The error code was confirmed in the significant event log. The fse reverted the software back to revision 2.10 per (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop; blower stalled, no patient harm reported. Patient information requested.